Event description:
The patient reported blood glucose results of "300 mg/dl, 170 mg/dl, 140 mg/dl and 280 mg/dl" with the lifescan meter, performed within 10 minutes of each other. The meter was replaced.